Manufacturer narrative:
Lot# : 02293fn00, previously blank an evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
No customer returns were available for evaluation. A review of tickets was performed for the likely cause reagent lot number 02293fn00. The ticket search determined that there is normal complaint activity for this lot number and there are no trends for the product related to patient results. Additionally, clinical specificity of the alinity I anti-hbs assay has been evaluated with a retained in-house kit and met all specifications, confirming that this lot is meeting the alinity I anti-hbs product requirements. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling including sample integrity / handling instructions concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I anti-hbs kit (lot# 02293fn00).

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p89 that has a similar product distributed in the us, list number 7p88.

Event description:
The customer reported a (B)(6) alinity I anti-hbs result on one patient. Results provided: (B)(6); architect = (B)(6); roche = (B)(6). (B)(6). No impact to patient management was reported.